Event description:
It was reported that the programmer had "extremely long" software update times when connected to the virtual private network (vpn), and it was further stated in the technical services call that the programmer would connect to the software distribution network (sdn) but then there was no progression. It was also reported that the programmer "spit out" multiple blank sheets during an interrogation and that cleaning it helped temporarily but then the situation resumed, and finally that the radiofrequency programmer head connection appeared to be faulty, that it had to be pressed down on during interrogations to get it to work properly and that changing out the programmer head did not resolve the situation. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was unable to confirm the customer comments of long software update times and printer issues however it was able to confirm the customer comment that the radiofrequency head connection was loose and therefore its link electronic module printed circuit board was replaced and calibrated. It was further noted that when pulling patient information the message "unable to read 'd' drive" was displayed and that the system fan was noisy, and therefore the hard drive as well as the system fan were replaced for use by user facility/importer(devices only).